Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the y connector had a leak. The location of the leak was not specified and virtually no other information was provided. There was no report of any patient injury.